Manufacturer narrative:
H3 - device evaluation: the lens was returned dry and with debris on the product in a microcentrifuge vial. Visual inspection found the haptic torn and stretched out, with debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.00/+2.5/093 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.